Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) may have incorrectly classified ventricular tachycardia (vt) as supra ventricular tachycardia (svt). The device remains in use. No patient complications have been reported as a result of this event.